Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(4) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's spouse that right ventricular (rv) lead had alerted and it was found the pacing impedance had increased. The patient's spouse said the alert setting was increased, which follow up with the physician's office confirmed. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the impedance alert threshold was increased, the pacing impedance gradually rose until the lead triggered another pacing impedance alert for an out of range high measurement.